Manufacturer narrative:
G2: citation: authors: fabian a kari, et al.. Yasui procedure for an interrupted aortic arch type c with an aberrant right subclavian artery from the pulmonary artery: right subclavian artery-free graft technique. The multimedia manual of cardio-thoracic surgery (mmcts) 2024. 10.1510/mmcts.2024.084 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a male neonate patient who was implanted with a contegra conduit, between the pulmonary artery bif urcation and the right ventricular incision. It was reported that postoperative echocardiogram performed, noted moderate valvular insufficiency. No further information was provided pertaining to medtronic products.